Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. The right ventricular lead exhibited noise that was inhibiting pacing. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was stable post procedure.